Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge using these internal paddles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The deivce was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through to extensive testing including bench handling, and defibrillation cycling without duplicating the report. External inspection of the device connection and multifunction connector found no discrepancies. A review of the device logs indicated the user had pressed the charge and shock button on the unit front panel several times. The operator's manual instructs the user that when internal handles are being used, the device can be charged using the front panel button, however the shock button must be pressed on the paddles. The device was recertified and returned to the customer. The customer's internal paddles were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.